Manufacturer narrative:
The company service rep examined the system and could not duplicate the problems reported. The company service rep tested two fragmatome handpieces and no problems were found. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional, related report for this system. An internal investigation has been opened to address this issue. A corrective action has been initiated. (B) (4). (B) (4)

Event description:
Adverse event(s): "scleral burn" (burn, thermal). Product problem(s): "the fragmatome handpiece was not working as efficiently" (device operates differently than expected); "touchscreen froze" (no display or display failure); "the system would not prime" (failure to prime). The surgeon reported that after a short time during the lensectomy the fragmatome handpiece was not working as efficiently. The handpiece was switched out, but this did not improve the problem. While using the second handpiece, the touchscreen froze. The facility rebooted and changed cassettes, but then the system would not prime. The system was then switched out to complete the case. The surgery was completed with no further issues. Post surgery, the surgeon noted a scleral burn with internal ciliary body damage and shrinkage. Additional info received from the surgeon's fellow stated that the pt may have a permanent corneal astigmatism. However, it is too early to tell as they will need more time before refracting the pt.